Event description:
The MFR's rep reported a rotor stall. The pump was programmed to deliver morphine (concentration not reported) at 3.5 mg/day. The pt was experiencing more pain. At two previous visits, the pump had an expected residual volume (erv) of 2ml; the actual residual volume (arv) was 8 ml; at the other visit an erv of 13.8ml and an arv of 18.0ml. A rotor study and catheter dye study were performed. The pump was replaced.

Manufacturer narrative:
The device has not been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is completed.